Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a gastro tube. Customer states the obturator will sometimes come out of the internal retention bolister. The extender stuck out through the posterior stomach wall causing heavy bleeding when the customer tried to replace the peg. The patient suffered cardiopulmonary arrest. The medical doctor performed emergency surgery to stop the bleeding. The patient has recovered.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.